Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, the battery compartment was observed to be cracked at the opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten to the pump. No loss of power was observed. There was no evidence of moisture damage in the battery compartment. Unrelated to the complaint, evaluation revealed that the display screen was dim, fading and discolored. The contrast was increased to the maximum setting with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.